Manufacturer narrative:
The stellaris system was evaluated at the site by a b+l field service technician. The system passed all functional tests and was found to meet all manufacturers specifications. The cause of the reported problem could not be determined. The device history was reviewed and found to meet manufacturing specification.

Event description:
The user facility reported the stellaris system shut down during the vitrectomy portion of the procedure. No medical intervention was required.